Event description:
Reportedly, the tubing was detached from the vamp reservoir at the distal end, before use. No patient injury was reported.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, when heat was applied and the physician slightly bowed the cutting wire, the wire broke at the tip. Nothing detached from the device. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The account would not release patient information.

Manufacturer narrative:
Evaluation summary: customer report was confirmed. Rec'd (1) single dpt - vamp adult kit. Clear priming fluid was visible inside the kit. Pressure tubing was found completely broken off from uv bond joint with vamp reservoir. Rough surfaces were observed at broken tubing ends. Tubing was bent near the site of damage. Damage occurred to patient side of the kit.